Manufacturer narrative:
The investigation confirmed that four non-reproducible, higher than expected troponin I es results were obtained from three different patient samples using vitros tropi es reagents. One of the results was obtained from a vitros 5600 integrated system and three of the results were obtained using a vitros eci immunodiagnostic system. Root cause for the unexpected results could not be determined; however, the possibility that inappropriate pre-analytical sample processing, unexpected vitros troponin I es reagent or vitros 5600 system performances had contributed to the result could not be ruled out entirely. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
The customer complained after obtaining four non-reproducible, higher than expected troponin I es results from three different patient samples using vitros tropi es reagents. One of the results was obtained from a vitros 5600 integrated system and three of the results were obtained using a vitros eci immunodiagnostic system. Vitros 5600 integrated system. Patient 1 result: 1.82 ng/ml vs expected 0.013 ng/ml. Vitros eci immunodiagnostic system, pack ID 667. Patient 2 result: 4.08 ng/ml vs expected 0.025 ng/ml. Patient 3 result: 0.553, 2.43 ng/ml vs expected <0.012 ng/ml. Biased result of the magnitude and direction observed may lead to inappropriate physician action. Results were reported outside of the laboratory for patient 1 and patient 2 only, and corrected reports were later issued. The higher than expected results for patient 3 were not reported outside of the laboratory. There were no allegations of patient harm made as the result of any of the results. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).